Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the bile duct during a gallstone removal procedure performed on (B)(6) 2022. During the procedure, an attempt to inflate the balloon was made; however, it was noticed that the balloon had a hole. The procedure was cancelled at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Impact code f1001 captures the reportable event of aborted/cancelled procedure.the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.